Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Evaluation in process.

Event description:
It was reported that a tasp broke.

Manufacturer narrative:
Cmp-(B)(4). The reported event was confirmed as product was returned. Visual inspection shows repeated use (nicked or gouged) and is fractured on medial side of post, not all pieces returned. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.